Event description:
It was reported that the patient is experiencing swelling and other unspecified post-operative complications approximately four (4) years following right knee arthroplasty. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10; concomitant devices - persona stemmed cemented tibial component right size g catalog #: 42532007902, lot#: 64306263, persona cemented all poly patella 35mm catalog#: 42540000035, lot #: 64825586, persona posterior stabilized articular surface right 10mm catalog#: 42521401010 lot#: 64091252. H6: component code - proposed code is mechanical (g04) femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The following section was corrected: d4, d5, h4. The reported event was unable to be confirmed. No devices or photographs were received; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No medical records were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.